Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during implantation of intraocular lens (iol), the conjunctiva prevented the lens moving properly from the delivery system, which caused it to not be properly implanted and it was decided to place it in a new cartridge. Additional information has been requested.